Event description:
Pt underwent surgery for cabgx1 and aortic valve replacement. Swan-ganz pulmonary artery catheter inserted in or and attached to cco monitor. Monitor read "thermal filament unavailable, use bolus mode". Cco monitor and svo2 cables switched, but same message appeared. New pa catheter inserted and remainder of surgical monitoring was uneventful. Two hrs post-operatively in the ICU nurse was unable to obtain a co or ci readings. The fault alarm read, "check thermisdor connection". All connections were checked and the cco monitor was restarted. It functioned properly for a short time, but alarmed "signal lost". A check of all connections was done again and the cco machine was restarted. Co and ci readings were intermittent for the rest of the evening shift. Nights also had problems and changed the cco machine and all cables. The system then functioned well for about 8 hrs. A total of 2 pa catheters, 3 cco machines and several sets of cables were used in a 16-hr period. There was no adverse outcome to the pt. Post op course was uneventful with rapid recovery.